Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the shields of the device did not activate upon insertion. The case was completed with a like device. There were no consequences to the patient.